Manufacturer narrative:
Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on december 13, 2018 during intertrochanteric fracture surgery, while the surgeon tried to insert and lock the proximal femoral nail antirotation (pfna)-ii blade titanium in the unknown pfna-ii nail, the pfna-ii blade failed to lock. A new 85mm blade was implanted to complete the procedure. The procedure was successfully completed with a 5-minute surgical delay due to the reported event. There was no patient outcome reported. Concomitant device reported: unknown pfna-ii nail (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) pfna-ii blade l90 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: upon visual inspection of the complaint device it can be seen that we have received the article in a completely closed condition. In addition, all four (4) lips at the tip has some deformation from use. Furthermore, the received device shows on the surface some sings of use. Functional test: during investigation a functional test was performed, the blade passed the functional test document/specification review: drawings and revisions are in accordance to DHR of production lot 1l89544. All relevant features are defined on the used drawing revisions of DHR of production lot 1l89544. Furthermore, the reported device was assembled according to drawing, and all parts went through a functional test, before they had left the production. Dimensional inspection: as the blade is fully functional, the complaint is unconfirmed and no further investigation will be done, as dimensional evaluation. Summary: there is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide no product fault could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 04.027.053s, lot: 1l89544, manufacturing site: bettlach, release to warehouse date: 19.oct.2018, expiry date: 01.oct.2028. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Expiration date a device history record (DHR) review was conducted: part: 04.027.053s lot: 1l89544 manufacturing site: bettlach release to warehouse date: 19.oct.2018 expiry date: 01.oct.2028 the device history record shows this lot of 40 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: upon visual inspection of the complaint device it can be seen that we have received the article in a completely closed condition. In addition, all four (4) lips at the tip has some deformation from use. Furthermore, the received device shows on the surface some sings of use. Functional test: during investigation a functional test was performed, the blade passed the functional test. Document/specification review: drawings and revisions are in accordance to DHR of production lot 1l89544. All relevant features are defined on the used drawing revisions of DHR of production lot 1l89544. Furthermore, the reported device was assembled according to drawing, and all parts went through a 100% functional test, before they had left the production. Dimensional inspection: as the blade is fully functional, the complaint is unconfirmed and no further investigation will be done, as dimensional evaluation. Summary: there is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide (dsem-trm-0714-0109-4). No product fault could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Lot number device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.